Manufacturer narrative:
Analysis results are not available at the time of this report. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "an infinity adaptis talar down peg broke. Revised broken talus implant to a new one."